Event description:
Ms16a syringe drivers in use at time of pt death at hosp. Device (believed to be in use at the time of the incident). Another device (suspected to have been in use at the time of the incident). The pump reportedly set to infuse at a rate of 2mm/h at the time of the incident. The pump was being used on a pt who died unexpectedly second day post op. It was being used to administer anti-coagulation therapy. The pump has been reported as not delivering the dose to the correct time. Staff were unsure which of the above pumps were in use. Both have been secured and investigated.